Event description:
In this event it has been reported that protaper universal rotary file broke during use. No injury to patient.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. File that broke during use could not be removed and was left as part of the fill and the procedure was completed. A DHR review was conducted with no discrepancies noted.